Manufacturer narrative:
Received 1 used drainage bag with the tubing assembly attached. Visual inspection noted that the tubing proximal to the urometer was received kinked. The lot number is unknown therefore the device history record could not be reviewed. The complaint was confirmed with an unknown root cause. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain bag tubing kinked at the entrance where the tubing enters the urine meter. The kink did not allow for the urine to pass into the urine meter; as a result, the tubing had to be adjusted to allow flow of urine into the meter.